Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc). Therefore, we conducted a survey based on the content of the proposal and the photo. The tissue pad was confirmed of the grasping section was intensively worn away from the attached image. The manufacturing record was reviewed and found no irregularities. However, based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past similar cases, the peeling of the tissue pad is likely occurred by the following mechanism: the intensively worn of the tissue pad could have happened because the¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transaction of tissue. The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During a hysterectomy, the subject device was used. The end of the tissue pad was separated from the upper jaw on the tip (functional model: seal&cut mode 3). The user couldn't keep on the surgery anymore with this broken device. The intended procedure was completed with another device. There was no patient injury reported.